Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose readings were 137 mg/dl and 124 mg/dl and the sensor glucose reading were 63 mg/dl and 88 mg/dl respectively. Sensor glucose value that triggered the suspend event was 88mg/dl and suspend on low limit in sensor settings was 75 mg/dl. The sensor will be returned for analysis.